Manufacturer narrative:
(B)(4). Device valuated by MFR.: stent delivery system was returned for analysis. A visual examination of the crimped stent found that distal stent row 6 was damaged with stent struts lifted on one side and pulled distally. Proximal stent rows 1-7 were damaged with some stent struts misaligned, overlapping and bunched. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and do not appear to have been subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found damage to the inner shaft polymer extrusion. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 11-apr-2018. It was reported that crossing difficulty was encountered. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified distal right coronary artery. After pre-dilation with 2.5x20 maverick balloon catheter, a 3.00 x 24 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed using a different device. No patient complications were reported and the patient was stabilized. However, returned device analysis revealed stent damage.